Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: unknown stem, unknown cup e-poly 32 mm +3 hiwall lnr sz22 ep-108322 495850. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, as follow up MDR will be submitted multiple MDR reports were filed for this event. Please see associated report: 0001825034 - 2017 - 05083.

Event description:
Patient underwent a third closed reduction for dislocation within one year post-implantation.

Manufacturer narrative:
Review of radiographs indicated the presence of a smaller femoral head than previous radiographs, which is associated with greater risk of impingement, smaller jump distance and increased risk of dislocation. However, radiographs did not indicate dislocation; therefore the event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.